Event description:
It was reported that the patient presented to the clinic for a magnetic imaging resonance (MRI) procedure. Interrogation of the pulse generator prior to the procedure noted that the right atrial (ra) lead had failed to capture. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and high capture thresholds were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information noted that the lead exhibited high capture thresholds. Programming changes were performed. The patient was in stable condition.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2024. Further information was requested however, was not provided.